Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data showed that the pod was received in pod state 15 having delivered 0 pulses, indicating that a valid deactivation command was received by the pod. The first opportunity that the user as to deactivate the pod is after the end of the first priming sequence. It could not be determined when or how the pod transitioned to pod state 15 without delivering pulses or if it contributed to the reported event. The pod was received with the plunger raised enough for the fill rod to short the fill sensor springs, indicating that the pod had been filled by the user. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The exact cause of the pod being in pod state 15 and needle mechanism not deploying as intended could not be determined.

Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide failed to move forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.